Event description:
Procedure type: lung resection. According to the reporter: the instrument jammed prior to fire and it did not fire at all. There was no tissue damage, no additional bleeding and no extension of operating room time. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4)